Manufacturer narrative:
(B)(4). Verified customer complaint. Visual inspection of the interior of the unit prior to disassembly found component l20 on the main pcb was shorted.

Manufacturer narrative:
(B)(4). Date of manufacture will be determined when device is recieved.

Event description:
The unit had a burning smell along with hissing coming from the unit. The battery was removed and the hissing sound went away. There was no patient involved.